Event description:
It is reported while pulling the screws out, one fractured.

Manufacturer narrative:
Eval summary: the cup was to be repositioned because of lack of adequate stability. The repositioning still did not achieve satisfactory range of motion or stability so the surgeon removed the implant again and reamed to a larger acetabular cup size. It was stated that there was some under coverage of the cup because of bone erosion that was located posteriorly. Placement of the broken screw was not identified in the operative notes, nor was it specified if the surgeon pre-drilled for the screw. Cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.